Event description:
It was reported that during an unknown procedure, a lot of b-form staples fell into the operation field and the bowel was not cut at the first firing. Besides, no staples were deployed on the bowel. The event occurred twice. Another device was used to complete the procedure. There were no adverse consequences for the patient. When the sales rep checked the device, it was found that the anvil was clean and some b-form staples were inside the jaw. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(6). Devices (a) and (b) were received in good visual conditions and with cartridge reloads loaded in the devices. The reloads were received void of staples, with the washers completely cut, with the drivers exposed and with the knife recess below the cartridge decks. The devices were tested for functionality with engineering sample reloads and the devices fired, forming all staples and cutting as intended. The cut lines were complete, the staple lines were complete and the staples were noted to have the proper b-formed shape. The device lockouts and the reload lockouts were functional. A batch record review was performed and no anomalies were found during the manufacturing process.